Manufacturer narrative:
Other relevant device(s) are: product ID: 1830707max, serial/lot #: (B)(4), product ID: 9735907, serial/lot #: unknown. Analysis of the 9735907 found the cad model was incorrect. A software analysis was initiated to determine the probable cause of the issue through known anomaly determination. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. Analysis of the 1830707max found no failure. The returned probe was able to track without issue on a known good system. Did not have an s8 system available for testing. The probe was fully functional. No problem was found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system while in a functional endoscopic sinus surgery (fess) procedure. It was reported that the site was able to track the 7mm maxillary balloon. Plugging the instruments into different ports did not resolve the issue. Site opened another instrument but still could not be tracked. It was stated that the frontal and sphenoid balloons could be tracked without any issue. The procedure was completed with the use of navigation. There was a delay of less than 1 hour. No known impact on patient outcome.